Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, catheter, other various components, and the product lidstock for evaluation. The guide wire was returned fully retracted within the advancer tube and the straightener tube. The cap was missing. The guide wire was observed to have a single distinct kink towards the middle of the guide wire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Dried blood was also observed on both inside the advancer tube and near the distal end of the guide wire body. The kink in the guide wire was located 343 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The undamaged proximal end of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. The guide wire also passed through the returned catheter with minimal resistance once the slide clamp was removed. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked towards the middle of the guide wire body. Although the customer stated in the complaint description that the defect was identified "prior to use (pre-testing)," evidence of use was observed on the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing or packaging related issues. A root cause could not be determined due to the discrepancy between the customer report (defect prior to use) and the returned sample (used guide wire). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.